Manufacturer narrative:
Evaluation summary: additional information was provided, which indicated a qualified cartridge was used with an unknown handpiece. However, a non-qualified viscoelastic was used. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. A failure to follow the dfu was indicated; the account used a non-qualified viscoelastic. The use of non-qualified products may result in lens delivery difficulties or lens damage. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient developed inflammation requiring a steroid injection. The patient has now completely recovered. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that there were no cultures performed.